Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the entire area of the lifevest and spread over the patient's stomach, waist, legs and shoulders. Rash was described as red bumps with no open skin. There was no alleged device malfunction contributing to the irritation. Patient reported that the rash was evaluated by a medical professional and benadryl had been used to treat the rash. A physician advised the rash was caused either by a reaction from medication or the lifevest. Follow up indicated that the cream is helping with the skin irritation.